Manufacturer narrative:
Concomitant products: product ID 74002, lot# n303312, implanted: (B)(6) 2012, product type adapter; product ID 3550-29, product type accessory; product ID 3587a, lot# l41882, implanted: (B)(6) 1997, product type lead; product ID 3487a, lot# j0008039v, implanted: (B)(6) 2000, product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type extension; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was explanted due to a pocket infection. A blood culture of the pocket was taken, but the type of organism was unknown. It was unknown if antibiotic treatment was necessary. It was noted that the patient had also experienced intermittent stimulation. The patient outcome was noted to be alive without injury. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis results: analysis of the implantable neurostimulator found that ¿both setscrews were tight¿ and there was ¿no anomaly.¿ analysis of the plug-boot found ¿no anomaly.¿ analysis of the adapter found ¿the adapter was cut off too short to perform a system test.¿

Event description:
Follow up information received from the healthcare professional (hcp) confirmed that the primary site of the patient¿s infection was the device pocket and that a culture was obtained but the results were unknown. It was also noted that there was breakdown of the wound due to recharging of the implantable neurostimulator (ins) over a year (after implant). Treatment of the infection included IV antibiotics and partial device system. The patient outcome was reported as ¿infection resolved¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.